Event description:
It was reported to philips that the system was unable to x-ray, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device 722280 is not sold in the us. However, its similar device 722222 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency treatment was aborted. The philips field service engineer (fse) analyzed the system logfile and identified power inverter was defective. The fse replaced the faulty inverter and returned it to philips for further analysis, which confirmed the inverter was electrically defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation's outcome. The 6nc has been updated.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency treatment was aborted. The philips field service engineer (fse) analyzed the system logfile and identified power inverter was defective. The fse replaced the faulty inverter and returned it to philips for further analysis, which confirmed the inverter was electrically defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation's outcome.